Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the tip of the recanalization catheter allegedly detached after seven minutes of activation in the left peroneal artery. It was further reported that the health care provider pushed the detached tip proximally with a microcatheter and pressed the detached tip against the vessel wall with balloon angioplasty. Reportedly, balloon angioplasty was used to complete the procedure. There was no reported impact or consequence to the patient.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual inspection: the sample was returned. The distal tip was missing and not returned with the device. The outer catheter remained intact. At the distal end of the device, the marker band was present. The core wire was broken approximately 142.9cm from the distal tip. Therefore, approximately 3.1cm of the core wire and distal tip were not returned for evaluation. The distal end of the outer catheter and inner catheter was slightly jagged. Functional/performance evaluation: functional testing was not performed due to the condition of the returned device. Medical records & image/photo review: no medical records or images/photos were provided for review. Conclusion: the investigation is confirmed for a tip detachment, as the metal tip was missing from the distal end of the catheter. Per the reported event details, the tip of the guidewire was not withdrawn into the distal tip of the crosser prior to activating the crosser. Per the instructions for use (IFU), after advancing the guidewire and crosser catheter to the lesion site, the guidewire needs to be withdrawn approximately 1cm within the catheter so that the tip of the crosser catheter is the leading edge. It is possible that the improper positioning of the guidewire during activation contributed to the tip detachment. Additionally, it was reported that the catheter was activated for seven minutes. The IFU states "do not exceed 5 minutes of activation time as crosser catheter malfunction may occur. If 5 minutes of activation time is achieved exchange for a second crosser catheter before resetting the crosser generator." It is possible that activating the crosser beyond the recommended 5 minutes contributed to the tip detachment. Labeling review: the current instructions for use (IFU) states: warnings and precautions: when using the crosser in tortuous anatomy, the use of a support catheter is recommended to prevent kinking or prolapse of the crosser catheter tip. Kinking or prolapse of the tip could cause catheter breakage and/or malfunction. Do not exceed 5 minutes of activation time as crosser catheter malfunction may occur. If 5 minutes of activation time is achieved exchange for a second crosser catheter before resetting the crosser generator. Additionally, precautions and specific directions for use of the crosser recanalization catheter are included in the IFU. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.